Manufacturer narrative:
(B)(6). Device implanted on unknown date in (B)(6) 2015. Reportedly, the facility has possession of removed hardware, and it will not be returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ product manufacture date: 10-may-2012. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 3.5mm lc-dcp plate 7 holes/90mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision open reduction internal fixation (orif) was performed on (B)(6) 2015 to treat a nonunion of a right ulna fracture. The original procedure to repair the fracture was performed in (B)(6) 2015. The hardware pulled out of the fracture even though the patient was in a cast. Removed hardware included a 3.5mm lc-dcp plate and five (5) 3.5mm cortex screws, all fully intact. The fracture was re-reduced and the patient was revised to a 3.5mm ten holes lc-dcp plate and nine (9) 3.5mm cortex screws. The procedure was completed successfully without incident. This is report 1 of 2 for (B)(4).